Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: eric had a lvp8100 sn (B)(4) just returned from service repair. The pump still had the same issue, pumping mechanism occlude finger moved momentary when door was closed and no set loaded. It sounds like the motor still running. Eric did stated the issue in the note when he sent it in. But it was not addressed. Case resolution: (B)(4).